Manufacturer narrative:
Devices of differing lot numbers were used during the procedure including: part: k09a / lot: 0006279852 / manuf date:12 jul 2012 / exp date: 31 jan 2014. Part: k09a / lot: 0006321706 / manuf date: 24 jul 2012 / exp date: 31 jul 2014. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(3) (B)(4). Hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: complaint return ibt partially inflated as received. When deflated, the ibt partially collapsed axially, but not transversely (ibt balloon width). As such, the balloon was unable to be started into the stylus cannula. Visually and optically noted some residual bone cement appears to be remaining in the ibt balloon, which could inhibit the balloon from fully collapsing. Unable to definitively determine root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent a bilateral balloon kyphoplasty procedure at l1 to treat a compression fracture. It was reported that one of the inflatable balloon tamps (ibts) failed to advance down the cannulas into the vertebral body. Another ibt was able to be inserted in both cannulas and was used to complete the case. The kyphoplasty procedure was completed successfully and no complications were reported.